Manufacturer narrative:
According to the field, the rv lead was disposed of and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was being used as a temporary lead as the patient was recovering from an unrelated infection. The patient had pulled back on their external device thus causing the wire from inside the lead to also be pulled and damaged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.